Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced an abscess next to the stoma site. It was reported that the patient was evaluated by the surgical department, and the abscess was drained. The patient was prescribed oral augmentin 1 gram every 8 hours for 7 days. On an unknown date, it was reported that the patient's abscess has improved in the hospital with no sign of infection.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Abscess is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.